Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Manufacturer narrative:
Awaiting return of device for laboratory testing.

Manufacturer narrative:
External visual examination revealed no anomalies; the header was securely attached to the device case. All setscrews operated normally and all seal plugs were intact. Pin gage testing confirmed that all port diameters were within the design specification range. The rv defibrillation lead was inserted into the device header. X-ray analysis confirmed that the lead could be fully inserted and there was no evidence of damaged header wires. Seal ring marks (or impressions) were evident in the rv port of the device. The rv rate/sense portion of rv defibrillation lead was placed alongside the device header as a reference for a comparison of the alignment of the lead seal rings and seal ring marks observed within the rv port. The lead terminal insulation molding (located between the rvtip and rvring electrodes) is positioned only halfway inside the device¿s rvring leaf spring connector, thus preventing full connection of the rvring leaf spring connector with the rvring electrode on the lead. Due to ¿under insertion¿, the lead's connection to the rvring leaf spring connector in the device header was intermittent. In addition, the rvtip setscrew (located in the middle of the rvtip setscrew block) contact point was at the very end of the rv lead terminal pin, further confirming under insertion of the lead. Review of the device memory confirmed intermittent spikes in rv pacing impedance, nonphysiological noise on the ventricular and shock channels, and nonsustained episodes, as reported clinically. A series of automated electrical/functional tests were conducted and no issues with device performance were observed. Laboratory analysis did not reveal any indication(s) of a performance-related issue with this patient's ICD or defibrillation lead. Both the device and lead demonstrated evidence of an underinserted lead. A suboptimal connection between the lead terminal pin and leaf spring connector within the device header likely resulted in the reported clinical observations.

Event description:
Boston scientific received information that this clinic nurse and local representative contacted technical services to report that this device, implanted in this young, athletic patient, was exhibiting right ventricular (rv) pacing impedance measurements of greater than 2000 ohms, electrogram noise and nonsustained episodes. The rv pacing thresholds measurements have trended upwards from 1.4 volts to 4.0 volts. However, rv capture and sensing have been normal. Technical services discussed the possibility of an evolving conductor fracture. The local representative informed technical services that this device was implanted in a subpectoral location and the patient has been scheduled for an invasive intervention to assess both the device and lead.

Event description:
Subsequently, boston scientific received information that this device and lead system were evaluated pre-operatively. Pocket manipulation and patient isometrics were performed. All diagnostic lead values were within normal range during all testing. The rv pacing thresholds were found to be 0.9 volts at 0.4 ms. The rv pacing impedance measurements during these testing were recorded in the 500 ohm range. A review of the stored episodes in the arrhythmia logbook identified two nonsustained events associated with electrogram noise. The previously reported increase in rv pacing impedance measurements (greater than 2000 ohms) occurred once in (B)(6), (B)(6) and (B)(6) 2011. The patient was presented to the electrophysiology (ep) laboratory. The device's tachycardia mode was disabled and all diagnostic lead measurements were normal throughout the procedure. The device and rv lead were successfully explanted without incident.